Event description:
It was reported that the customer experienced continuous elevated blood glucose (400-561 mg/dl.) And ketone level was high. Customer did not know cause of elevated bg. Pump supplies were changed multiple times. The last non-tandem infusion set cannula that had been inserted into the customer's body was found to be bent. Boluses and manual injections were administered to address bg. Customer went to the emergency room and was admitted to the hospital for diabetic ketoacidosis (dka) on (B)(6) 2019. Ketone level was identified as dangerous by a healthcare provider. Customer was treated with fluids for dehydration and an insulin drip. Elevated bg/dka were resolved. Customer was discharged on 08/20/2019 with no permanent injury. Pump system check was performed with tandem technical support and pump was found to be functioning properly. Recommendation was made for customer to discuss event with a healthcare provider.